Event description:
Pt was implanted with mentor breast implants in 2005. Pt's health has slowly deteriorated for the past 8 years. Pt has symptoms of sweating, nausea/vomiting, hair loss, chronic fatigue, brain fog, confusion, memory loss, muscle pain and weakness, joint pain, inflammation of body, redness on face, night sweats, fever on and off, food intolerance, heart palpitation, neck and back pain, swollen lymph nodes on neck, numbness on toe, shortness of breath, pain and burning in stomach, depression, anxiety and chest pain. Feeling as if she is going to die. Implants have not been taken out because pt does not have insurance nor does she work. Pt has been denied (B)(6) insurance from the state of (B)(6).